Event description:
Additional information was received. A femoral-femoral bypass was successfully performed and the patient was reported to be doing well. A video of the implant angiogram procedure was reviewed. The main device was brought up the right side, deployed down to the gate, and the gate was cannulated. The gate opened to the right side, and when the gate was deployed there was stent graft narrowing seen at the flow divider. There appeared to be some difficulty advancing the contralateral limb across the flow divider likely due to the narrowing at the flow divider and aortic angulation. The contralateral limb was positioned with good overlap. The contralateral limb extension was then implanted. From the left side the contralateral limb was ballooned, and again there was difficulty passing the balloon across the flow divider. No ballooning was performed across the flow divider; only within the overlapping gate. The bifurcate delivery system was then removed with some difficulty and an ipsilateral extension was placed extending the ipsilateral limb 1 - 2 stents. From the right/ipsilateral side ballooning was performed. Final angiogram showed no endoleak or other stent graft issue. The restriction seen at the flow divider did not show any noticeable blood flow reduction into the contralateral/left limb as compared to the ipsilateral limb. Review of films 1-month post-implant show that the bifurcate is positioned within the angulated and long neck. The ipsilateral limb is placed into the right iliac. Beginning at the flow divider, the contralateral limb is completely occluded distally into the left iliac artery. The distal flow down the left leg resumes at the left femoral artery. Five (5) cm below the renal arteries at the origin of the contralateral limb, near the flow divider where the occlusion was initially seen, the contralateral limb lumen appears to have been significantly compressed down within the distal portion of the proximal neck. At the top of the aaa the contralateral limb is acutely angulated anteriorly as it opened out to approximately 12mm ID within the distal portion of the gate. The contralateral limb ID is 14mm within the aaa sac, 8mm minimum within the left common iliac artery, and 7mm minimum within the left external iliac artery. The cause of the occlusion could not be determined; however, it is possible that the patient's anatomy where the contralateral limb opened, as was also seen with the implantation difficulties of the contralateral limb, may have contributed to the occlusion.

Manufacturer narrative:
(B)(4). Results: stent graft occlusion. Narrow and tortuous left iliac artery. Insufficient information; cause is unknown. Conclusions: stent graft occlusion. Narrow and tortuous left iliac artery. Insufficient information; cause is unknown.

Event description:
An endurant stent graft system was implanted in patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum diameter of the aneurysm was 55mm. The proximal aortic neck was 26-32mm in diameter, and 42mm long. The right and left common iliac arteries were 13mm in diameter. The diameter of the right external iliac artery was 8.5mm, and the left was 8mm. The left common iliac artery was reported to be tortuous. The patient¿s medical history is unknown. The left internal iliac artery was intentionally covered during the implant. It was reported that there were positioning difficulties on the left side during the index procedure; resistance was felt when advancing the devices. This was anticipated by the physician due to the narrow diameter and tortuosity of the left access vessel. On an unknown date the following month, the patient presented to the hospital with complaints of leg pain. The left limb of the stent graft was found to be occluded up to the main body of the stent graft. The physician stated the cause of the occlusion is unknown. The patient is being monitored.

Manufacturer narrative:
Methods: video/films.